Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 4.0/2.8. The pt's medication was left the same. The device was replaced and requested to be returned for eval.